Event description:
It was reported that the customer lives in a fairly remote area and has had random 400-500 mg/dl readings. Customer's only alert is how thirsty she gets. Customer appreciates the low alarms because they have saved her from the dangerous 30-40 mg/dl readings she used to get. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.